Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan result of 182 mg/dl and subsequently became hypoglycemic, experiencing symptoms of sweating and loss of consciousness. An ambulance was called and a blood glucose reading of 52 mg/dl was obtained on the paramedic meter. The customer was diagnosed with hypoglycemia and was provided with glucose infusion for treatment. There was no report of death or permanent injury associated with this event.